Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed as no lot or serial number was provided. Based on available information and the returned device analysis, the cause of the reported unable to straighten tsgc was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, when trying to apply the minus on the triclip steerable guide catheter (tsgc), it would not work. It was noted that the sgc would turn but would not straighten. Device was replaced and continued the procedure. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.